Manufacturer narrative:
Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a mitek employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair procedure, the plate of the customer's vapr coolpulse 90 electrode, 90-degree suction w/integrated hand piece fell off. They searched in the shoulder very thoroughly and did not have reason to believe the metal piece was left in the shoulder. A new vapr coolpulse wand was opened and the procedure was completed with no surgical delay. They used a magnet to search the drapes and floor of the operating room, found several charred pieces of metal on the floor that we believe to be the remnants of the plate that fell off the electrode when on the back table. This report is for a vapr coolpulse90 electrode. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Updated data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the device was received and evaluated. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. It was observed that metal tip was missing. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that electrical and functional tests cannot be performed due to device damaged. The complaint of the active tip detaching was confirmed. The device was returned with the active tip missing, the tip itself had not been returned for examination. Although the customer believes they found the tip in several pieces on the floor. It appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically. The failure mode seen is consistent with other complaint devices investigated under CAPA-101220 which was opened to investigate the occurrence of active tip failures in the field. The potential root cause for this CAPA was identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention, b) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process c) misuse, (e.g. Extended activation or overloading of mechanical forces). A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device [u1903169] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.